Event description:
It was reported that during preparation for water vapor thermal therapy for benign prostatic hyperplasia, the delivery device could not prime. Troubleshooting was not successful, so the procedure was rescheduled. There was no patient complication. This event is being reported for a cancelled/aborted procedure with a patient under general anesthesia or sedation status unknown.